Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4-(PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding sensor error scans while wearing the adc device on day 1 of wear using freestyle libre 3 (app only.) As a result, on (B)(6) 2022, the customer experienced hypoglycemic symptoms and had a seizure, and was provided an injection of glucagon by a non-healthcare professional. Additional medication provided was insulin and "fiasp 4." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding sensor error scans while wearing the adc device on day 1 of wear using freestyle libre 3 (app only.) As a result, on 13 jul 2022, the customer experienced hypoglycemic symptoms and had a seizure, and was provided an injection of glucagon by a non-healthcare professional. Additional medication provided was insulin and "fiasp 4." No further information was provided. There was no report of death or permanent injury associated with this event.